Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error and unexpected restart alarm. Customer's blood glucose level was 359 mg/dl. Troubleshooting for unexpected restart was performed. Customer advised each time they replace the battery they receive this alarm. Customer advised they reset the date and time after changing the battery. Customer's alarm history showed low reservoir, unexpected restart and external ram crc error alarm. Customer was assisted with the rewind process to show that they had a full reservoir. Customer was able to perform and pass the self-test. Troubleshooting for external ram crc error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.